Event description:
A report was received that the patient's remote control was not able to communicate with the ipg. The ipg was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The issue regarding to communication with ipg could not be verified. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's remote control was not able to communicate with the ipg. The ipg was explanted and the patient was reportedly doing well following the procedure.